Event description:
A report was received that a health care worker (hcw) experienced coughing for the last three days she has worked around cidex opa. Follow up revealed that the hcw still experiences the same reaction when coming in contact with the product. No medical attention or treatment was needed. The hcw was wearing a face mask and goggles. It was reported that she has no known allergies. The facility had been using regular cidex and just recently changed to cidex opa. A customer care center (ccc) associate reviewed the first aid information from the product msds.

Manufacturer narrative:
(B) (4). Respiratory (coughing).